Event description:
It was reported an 8f angio-seal sts plus vascular closure device was deployed. A pre-insertion femoral angiogram revealed the puncture was suitable for closure with the angio-seal. After deployment, the site appeared dry and clean. The patient reported soreness; however, no hematoma was present. The patient was moved to a different department. A femostop was applied 2 days later due to bleeding. A doppler ultrasound revealed an arterial-venous fistula, pseudoaneurysm and large hematoma. In addition, the patient had severe bruising. The patient had nitroglycerine administered during the procedure (dose unknown).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.